Event description:
Information was received that this smiths medical cadd solis vip pump exhibited low alarm volume. No adverse effects were reported.

Event description:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: h2: see a1, b5, and h6 (patient code). H3: one cadd solis vip pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. Functional tests were performed and the issue was unable to be duplicated. The cause of the issue was unable to be determined since the speakers passed all functional tests. Both speakers were replaced as a preventative measure.